Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a non specific primary IV bolus was infusing. A secondary IV cardizem drip hung however not programmed . The user noticed that the secondary bag was found to be emptied.

Manufacturer narrative:
The customer¿s report that the secondary bag was found empty after being hung but not programmed could not be verified through log review or lab testing. Once a secondary IV is attached to an infusing primary IV with sufficient head height and the roller clamp is opened, the secondary will infuse whether it has been programmed or not. The tubing set up was not received and it cannot be determined whether the secondary IV tubing was clamped or unclamped. Due to insufficient event information, the exact infusion could not be identified in the pcu event log. The last infusion using the returned devices showed that on (B)(6) 2016 at 8:29am a basic infusion was started on channel a (s/n: (B)(4)) at the rate of 200ml/hr with a vtbi of 100ml. The user immediately experienced several occlusion alarms and channeled off the device and powered down the system. The user then powered up the system and programmed an identical basic infusion on channel b (s/n: (B)(4)). It is believed the user may have transferred the tubing and medication bag(s) to channel b. However, the user immediately encountered occlusion alarms on channel b as well. A combined calculated volume of approximately 11ml infused by the time the system was shut down for the second time several minutes later. Rate accuracy testing verified that both pump modules are infusing within specifications. The root cause of the secondary medication container being empty was not determined. Since no administration sets were received for analysis, no possible leaks or backflow could be investigated.